Event description:
New hearing aid user received hearing aids shipped 3/12/97 for both ears. User developed an infection in left ear. User went to dr who treated infection with antibiotics. User went to second dr who prescribed topical ointment. Infection cleared. The co remade aid with hypoallergenic option. Aid shipped 7/17/97. Spoke with dispenser on 8/19/97. Dispenser saw user on 8/7/97. Ear was clear. No swelling, redness or drainage. User was satisfied. Spoke with dispenser on 8/29/97. No further problem reported.